Event description:
Overdelivery reported. The pump was in use to infuse an unspecified concentration of heparin at 40ml/hr. A nurse reported that "the infusion ran at 400ml/hr instead of 40ml/hr." The pt rec'd approximately 360ml over the expected delivery amount. There had been an electrical surge at the hosp and the rate change was initially attributed to that. When the customer biomedical engineering department tested the pump, it was felt that the pump had inadvertently been set at 400ml/hr. There was no report of any adverse effects to the pt. No further info was available.